Event description:
It was reported that the patient could not feel a stimulation sensation. It was added that the last time the patient felt stimulation was around noon on the date of this report. It was stated that the last time the patient charged his battery was 3 days prior to this report. It was added that the patient typically charges every 5 to 6 days. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37752, serial# (B)(4), product type recharger. (B)(4).

Event description:
Additional information reported that the patient¿s implant system had ¿shut down.¿